Event description:
It was reported that stent damage and vessel dissection occurred. The target lesion was located in the left circumflex artery. The lesion was predilated. A 2.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Physician attempted to remove stent before expanding to administer additional pretreatments. During the stent removal process stent struts got caught in a calcium nodule. Stent successfully removed but became mangled in the process. Additional imaging showed dissection in pretreated artery. The dissection was flow limiting. Additional balloon angioplasty and reattempt to stent resolved all issues. Case was successful and patient recovered well.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr us 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found mid-section stent damage with struts lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
It was reported that stent damage and vessel dissection occurred. The target lesion was located in the left circumflex artery. The lesion was predilated. A 2.50 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Physician attempted to remove stent before expanding to administer additional pretreatments. During the stent removal process stent struts got caught in a calcium nodule. Stent successfully removed but became mangled in the process. Additional imaging showed dissection in pretreated artery. The dissection was flow limiting. Additional balloon angioplasty and reattempt to stent resolved all issues. Case was successful and patient recovered well.